Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.